Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery with multiple cartridges. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.